Event description:
It was reported that no insulin was coming out of the cartridge. A cartridge change was performed to address the issue. The customer's blood glucose level was 207 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.